Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 11.7 mmol/l, 28.5 mmol/l, and 6.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.